Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device had exhibited battery depletion code. Electronic data analysis indicated that this unintended battery depletion code was due to at least 385 magnet applications. The battery measurements have since then recovered. No adverse patient effects were reported.